Manufacturer narrative:
Integra has completed their internal investigation on october 31,2017. Failure analysis:no manufacturing or design related issues were confirmed. Device history cannot be performed at this time as the lot number was not provided nor was the product sent in for inspection. This review will take place once either or has been provided. Sampling plan reviewed and is acceptable. Device is 100% tested prior to final acceptance. A query in the complaint system from 10/10/2015 to 10/10/2017 for this reported failure using key words "slipped, head, positioner " for product ID a1114 shows that there are 2 complaints including this case. No new design or manufacturing trends have been identified. This issue will be monitored . Root cause is not determined at this time, because the product has not been returned for evaluation.

Event description:
On (B)(6) 2017, a female patient slipped out of the mayfield head positioner. Additional information request was sent and on (B)(6) 2017, the following was provided by the customer: a (B)(6) year-old patient was undergoing a posterior fossa craniotomy for tumor procedure. No stereotactic device or attachment had been put on the head clamp. The mayfield clamp ((B)(4)) along with the integra adult disposable skull pins ((B)(4)) was applied and positioned by the team to prone. The team, including the physician customarily takes a second look to ensure that the skull clamp is properly positioned. The physician determined prior to draping that the patient needed an adjustment, the patient had to be a little more flexed. At this time, the physician held the head clamp while the main clamp was released. The bottom clamp was released to raise the arm up. The slight drop caused enough movement at the head clamp that the patient¿s head slipped out. The length of time the product was in use before the event occurred was about 10-15 minutes, during the initial positioning phase. Patient received a 2-inch laceration to her scalp, not very deep and the physician used staples to close the laceration. The delay in surgery was between 5 to 8 minutes. The action that was taken after the product problem occurred was the head clamp was taken out of circulation, cleaned and delivered to the nurse manager¿s office. The patient outcome was reported as ¿positive¿ lot number of the integra mayfield skull pins (w1612163). The skull pins where discarded, not available for evaluation.